Event description:
It was reported that this right atrial (ra) lead was dislodged and it was confirmed thorough xray. This lead was surgically abandoned and new lead was placed. No additional adverse patient effects were reported.